Event description:
The pt experienced shocking, pain and throbbing. The pain worsened since implantable neurostimulator implant. Neurostimulation was turned off, which helped the pt's pain. It was also reported that turning off the stimulator did not help the pt's pain located from her left breast to her hip. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).